Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited difficulty in pairing to their merlin mobile app. Upon further investigation, it was suspected that the patient's ICD exhibited a bluetooth issue. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction: b5- should have included mention of premature battery depletion.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited difficulty in pairing to their merlin mobile app. Upon further investigation, it was suspected that the patient's ICD exhibited a bluetooth issue. It was then noted that the device may have exhibited premature battery depletion. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported events of bluetooth (ble) telemetry anomaly and premature battery depletion were confirmed. The cause of the ble telemetry and premature depletion issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry. No further issues were detected.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator was explanted and replaced.